Event description:
The product does not accord with its code number. The product - 124664000, duraloc 300 series, was opened in the or room, but the device inside was a duraloc 1200 series. The code described on the implant was incorrect. Surgery time delay of 60 minutes.